Event description:
It was reported that after an intervention of the superficial femoral artery, arteriotomy closure of a moderately calcified common femoral artery was attempted using perclose proglide devices. Reportedly, a needle-to-cuff miss occurred. No suture was present when the needle plunger was removed. The device was removed over a guide wire and a second proglide device was attempted, but another needle-to-cuff miss occurred. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed. Analysis of the device indicated both cuffs captured their respective needles, but the linked broke at the swage-end of the posterior cuff, which can appear similar to the operator as a needle-to-cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Moderate calcification was reportedly present at the common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other proglide device was filed under a separate medwatch manufacturer report number.